Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified the facility's drain pipe was loose and a check valve required replacement. The technician replaced the check valve and orifice restrictor, re-secured the user facility's drain pipe, and tested the unit. He confirmed it to be operating according to specification and the unit was returned to service. The leaking is attributed to a loose connection from the user facility's pipe. It is most likely that the loose connection damaged the restrictor orifice and necessitated the replacement of the check valve.

Event description:
The user facility reported their reliance eps was leaking water. No report of injury.